Manufacturer narrative:
The device was returned with the cannula assembly deployed. A kink was found in the exposed portion of the cannula. Although damage to the cannula was observed, it is unclear when the kink occurred. Fluid was able to pass through the fluid pathway and the downloaded data showed no signs of struggle or pulse width increase during its run. Inspection of the device did not find any issues that would result in high blood glucose levels. No other defects or deficiencies were found during the investigation.

Event description:
It was reported that a patient's blood glucose levels exceeded 27.8 mmol/l (500 mg/dl) while wearing the pod between 4 and 24 hours on the hip/buttocks.